Event description:
Neuro tip broke off at the same time the green attachment became disengaged from the motor.

Manufacturer narrative:
This is the initial report. A f/u report will be provided when more info is available.